Manufacturer narrative:
Batch record review for the reported lot did not show any deviations or provide reason for patient's experience. Retain evaluation results for the reported lot are within chemical specification and show the solution released from the manufacturing site to be sterile. An opened complaint unit received from patient was tested and found to be within chemical specification; however, it was no longer sterile. The evaluation results indicate that the solution was compromised through user error.

Event description:
A female patient reported experiencing ocular irritation with pressure on her eyeball (she only wears one contact lens) after using complete moistureplus multi-purpose solution. She reported that her ophthalmologist diagnosed an "infection" (unconfirmed). A report from her ophthalmologist confirmed a diagnosis of irritation os and giant papillary conjunctivitis (mild-mid os). He treated the patient with lotemax steroid eye drops. In 2006, the patient reported to amo that she recovered and resumed lens wear with a different solution; however, in 2007, the ophthalmologist reported that the event is ongoing and the patient is still under treatment. The ophthalmologist reported that his opinion regarding the relationship of event to product is "probably". The patient indicated that she also used another lot of complete moistureplus during her experience (see related MDR # 2020664-2006-00111). Root cause is unknown.